Event description:
It was reported that this patient received one shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of baseline noise while programmed in the alternate vector. Later, this s-ICD system was explanted due to under-sensing. Evidence suggests that there was no replacement at the discretion of the physician. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received one shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of baseline noise while programmed in the alternate vector. Later, this s-ICD system was explanted due to under-sensing. Evidence suggests that there was no replacement at the discretion of the physician. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections and x-rays of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.